Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed due non-operational question. The patient called stating they were in a lot of pain and thought they might have a stomach infection. The patient was unsure if they should call number on the cycler or 911. The fresenius technical support representative advised patient to call 911 for any emergencies. The patient was not connected during incident. Upon follow up, it was confirmed that the patient was admitted to the hospital on saturday (B)(6) 2024 (the same day patient called to technical support) due to peritonitis. The nurse could not confirmed if peritonitis was related to the use of fresenius products/pd treatment. The nurse confirmed that patient has continue pd treatment at the hospital. Attempts to obtain additional information (e.g., hospital records, medication list, pd orders, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. Limited follow-up information precluded a more comprehensive investigation. However, (based on internal records), the patient continues to utilize the same liberty select cycler without reported incident. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed due non-operational question. The patient called stating they were in a lot of pain and thought they might have a stomach infection. The patient was unsure if they should call number on the cycler or 911. The fresenius technical support representative advised patient to call 911 for any emergencies. The patient was not connected during incident. Upon follow up, it was confirmed that the patient was admitted to the hospital on (B)(6) 2024 (the same day patient called to technical support) due to peritonitis. The nurse could not confirmed if peritonitis was related to the use of fresenius products/pd treatment. The nurse confirmed that patient has continue pd treatment at the hospital. Attempts to obtain additional information (e.g., hospital records, medication list, pd orders, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.